Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by nurse stated that they had a patient cooling in the arctic sun device. The target temperature tt was 36c, patient was below target and does not seem to be warming, patient temperature pt was 34.3c, water temperature wt was 40.1c. Confirmed they have four pads connected; nurse notes patient's abdomens were exposed. Had nurse add universal pad to patient's abdomen. Explained the device was responding appropriately and was making extremely warm water. It appears to be patient related. Confirmed trend indicator shows 3 arrows pointing down. Discussed counter warming per their protocol such as bair hugger, warm blankets, covering extremities, vent warmer etc. Recommend discussing with provider if patient temperature does not begin to increase.

Event description:
It was reported by nurse stated that they had a patient cooling in the arctic sun device. The target temperature tt was 36c, patient was below target and does not seem to be warming, patient temperature pt was 34.3c, water temperature wt was 40.1c. Confirmed they have four pads connected; nurse notes patient's abdomens were exposed. Had nurse add universal pad to patient's abdomen. Explained the device was responding appropriately and was making extremely warm water. It appears to be patient related. Confirmed trend indicator shows 3 arrows pointing down. Discussed counter warming per their protocol such as bair hugger, warm blankets, covering extremities, vent warmer etc. Recommend discussing with provider if patient temperature does not begin to increase.

Manufacturer narrative:
The reported issue was inconclusive. At this time, the root cause of the reported event could not be determined. The serial number for this investigation is unknown. The latest labeling revision will be reviewed (baw2800548 revision 1). The instructions-for-use under baw2800548 revision 1 and baw2800424 rev. 1 (operators manual addendum) are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A DHR review is not required as the serial number is unknown. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.